Manufacturer narrative:
Patient self tester was contacted and supplied further testing results as noted. The meter was returned for investigation. The complaint of discrepant low results was not replicated with the returned meter using in-house donors. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. Investigation of the returned meter did not uncover any deficiencies. The meter met specification. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Several improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer was contacted and provided additional testing information: (B)(6). No inratio results on the day patient had surgery ((B)(6)) and no further patient information was provided.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2014. Inratio: 1.3. Lab: 3.3. Time between testing: 10 minutes. Therapeutic range: 2.5-3.2. The pt self tester was milking finger after fingerstick; unable to obtain sufficient blood sample; added multiple drops of blood. Pt self tester was hospitalized on (B)(6) 2014 for heart ablation surgery and discovered blood clot in heart; given heparin at hospital. Released from hospital on (B)(6) 2014. No further details provided.

Manufacturer narrative:
Investigation pending.